Event description:
The customer reported the system arced and their images were lost. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and a filament calibration was completed. The system was then found to be operating as intended.